Event description:
It was reported to the philips that the device experienced defective internal paddles. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).